Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that customer experienced Alarm 2 and recurring occlusion alarm earlier in day before calling technical support. There was no adverse impact to customer¿s blood glucose level, and blood glucose did not exceed 500 mg/dL. Customer changed cartridge and resumed insulin, and no additional assistance was needed so technical support closed case.